Manufacturer narrative:
Our investigation has shown that the device functions as intended. In the IFU, it is clearly stated that caution must be exercised when pt has weakened jaw area. (Excerpt below from the IFU) no product malfunction. Contraindications; the therabite system should not be used by individuals who have or may have a fracture in the maxilla or mandible (upper or lower jaw) or other weaknesses of the bones of the jaw. Pts with infections of the jaw, osteomyelitis, or osteoradionecrosis of the jaw should not use the therabite system. Warning; if the user feels unexpected pain at any time while using the therabite system, the user should immediately stop using the product and should immediately contact his or her clinician. Injury may occur if excessive force is applied while using the therabite system, especially in users with weakened dentition, periodontal disease, weakened bones or joints, or gap-bridging plates. Users should disclose any such condition to their clinician before using the therbite system and should exercise extreme caution while using the product. Before commencing any rehabilitation regimen involving the therabite system, all users should receive a thorough, professional evaluation by a clinician who is properly trained in the diagnosis of mandibular dysfunction. All therapeutic programs and rehabilitation regimens involving the therabite system should include regular monitoring, review, and evaluation by a clinician.

Event description:
Pt has a history of r retromolar trigone/buccal mucosa invasive carcinomain 2006. He underwent a resection of the posterior buccal lesion and additional surgical intervention the following month. Pt underwent re-excision and modified neck dissection in early 2007. He developed recurrence and was treated with surgery and a left radial forearm free flap reconstruction in 2008. The surgical interventions above did not involve the jaw/mandible. Pt was then treated with postoperative radiation therapy. He began using the therabite for trismus the following month, and resumed in 2009. He underwent redundant flap debridement three months later. He has had complaints of pain and increasing trismus since this procedure. He ceased using the therabite but was advised at his postoperative visit to resume the use to help with trismus and associated pain. According to the therapist, patient had reported some decreased mouth opening but did not decrease the therabite open setting. He reports that approx two months later, he was using his therabite and he heard a pop and had immediate pain in the anterior lower jaw. He went to see the m.d. Who ordered an xray and saw a hairline fracture. The fracture required the pt to have his jaw wired shut 4 weeks.